Manufacturer narrative:
Event problem and evaluation codes: updated after device evaluation. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Sample received: sample received consist in one (1) cassette product from part number 21-7301-24. Sample was received in used conditions without its original packaging, decontaminated inside in a plastic bag. Visual inspection results: no damages were detected or any condition that could cause the failure mode reported. Functional testing: sample was filled with 100 ml of water; the sample was connected to the cadd legacy plus [cal. ID; 1.0386 due date: february 2022] to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. Complaint is not confirmed. No fault found with the device. The cause of the reported problem could not be determined.

Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, a no disposable detected alarm was noted. The nurse noted that the cassette's tubing had been flattened. No patient consequences were reported. No adverse effects were reported.